Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted under (B)(4) was submitted with an incorrect date. This follow-up report is to note that it should have reflected a date of (B)(6)2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.